Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade, after the left ventricular (lv) lead was screwed into the coronary sinus, it was extremely difficult to move. The lead appeared to be unscrewed but still would not move. A lot of pressure was applied and the lead was able to be removed, at which point white "tissue" was noted at the end of the lead. A new lead was used. The right ventricular (rv) lead was then removed to implant a defibrillation lead. The removal of the rv lead caused a hole in the ventricle. The patient's chest was opened and the hole was repaired. A new rv lead was implanted. No further patient complications have been reported as a result of this event.